Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. It was also reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 200 - 222 mg/dl.